Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/22/2015 with the following findings: during a visual inspection, the battery cap was observed to be damaged with stripped threads. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, further testing could not be completed; the pump was returned without a keypad or button contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and a dim and discolored display. This report is made based on results of investigation completed on 12/22/2015.